Manufacturer narrative:
One cadd-legacy® 1 pump was received for investigation. A visual inspection revealed the device to be in good physical condition. There was no evidence of the reported problem in the event history log. Double beeping did not occur during testing. When a fluid filled cassette was attached, a "no disposable" message was displayed. The message was attributed to a faulty downstream occlusion sensor. A root cause for the faulty sensor could not be determined.

Event description:
It was reported that a cadd-legacy® 1 pump exhibited a "double beep, no cassette" alarm. There is no information as to whether the alarm occurred before or during infusion. No injury was reported.